Event description:
A staff nurse reported that the sterile cap was found to have dislodged when it was taken out from the box. The product was not used. There was no patient involvement or injury reported associated with this event.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed in the lab since there was no sample returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested.a follow-up report will be filed should additional information become available.